Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient "was not feeling very well" and went to an emergency room. An infection was indicated, and a healthcare provider suspected (B)(6). A culture was taken, but the results were unknown to the reporter. Redness around the patient's pump pocket was noted. Drug delivered via the device was lioresal 2000mcg/ml at a daily dose of 800mcg/day. Additional information has been requested, but was not available as of the date of this report.